Event description:
Pt was referred to our office with red, painful eyes; he was found to have bilateral corneal ulcerations. He is a soft contact lens wearer and used b&l renu with moisture loc. Both his eyes and contact lens case were cultured and grew out fusarium.